Event description:
It was reported by service report that the seat section had been detached from the cot. There was patient involvement, however no adverse consequences were reported.

Manufacturer narrative:
Seat section detached from cot due to patient attempting to get off cot while still being in restraints.